Manufacturer narrative:
(B) (4) - incision sutured. (B) (4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed with no pt injury. Sutures were required to close the incision.